Event description:
A laser technician reports an energy too low message during refractive surgery. The surgery was interrupted, however, they were able to receive assistance from a clinical support representative to help them finish the case. The treatment plan was reloaded and the procedure was completed without any other issues. At a follow-up exam, the pt was reported as 'doing great' and was seeing 20/15.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) was able to confirm the customer reported event of low energy. The tm replaced the laser head and successfully completed the system verification. The root cause was a faulty component, specifically a faulty laser head. (B)(4).